Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. It was reported that the hedgehog brush was broken/fractured. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2025. It was reported that the hedgehog brush was broken/fractured. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush broken/fractured. Block h11: investigation results. The returned hedgehog double-end brush was analyzed. Visual inspection revealed a kink along the catheter and a detached brush handle. No other problems were noted. The reported event was confirmed. Based on a review of all available information, the cause of the reported event could not be determined. An investigation to address this problem is in progress.